Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Seven months later, the lead was returned. It is unknown when the lead was explanted from the patient as previous information indicated the lead was surgically abandoned. The lead is currently in analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two pieces. Resistance testing was then completed to assess the lead's electrical integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations as the lead passed electrical testing.

Event description:
Boston scientific received information that this sales representative was going through clinic paperwork and came across this patient's file. The file indicated the patient's leads were surgically abandoned and replaced due to noise which resulted in the patient experiencing a syncopal episode. The sales representative confirmed there was no boston scientific employee present at the procedure and that he just became aware of this today.